Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list (B)(4) that has a similar product distributed in the us, list number (B)(4).

Event description:
The customer reported a false repeat reactive architect hbsag result for one patient. The sample was further tested on the architect hbsag confirmatory assay and generated a positive result. The customer further indicated the sample was tested on an alternate method (not provided) and generated a negative result. No specific patient information was provided. No adverse impact to patient management was reported. Refer to related manufacturer report number 3008344661-2018-00078 for the device evaluation of the architect hbsag assay.

Manufacturer narrative:
Review of complaint activity did not identify any adverse or non-statistical trends for the architect hbsag confirmatory assay. Since the lot number was not provided, lot specific trending and testing could not be performed. World wide field data was used to evaluate the performance of the assay. The median patient results for the positive population for each hbsag reagent lot in the field are within the established limits. Manufacturing documentation for the hbsag confirmatory assay did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hbsag confirmatory assay was identified.